Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm 90 CT mail order only experienced cannula breakage, and an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320883 batch no. 7151708. Verbatim: consumer reported when she was trying to get her 22 units of insulin only 5 unit came. She had to use a new pen needle for the rest of the 17 units. Sample discarded. Occurrence-1; incident date-unknown. Consumer reported after she threw the pen needle she went to wipe off her insulin pen from an alcohol swab, needle stuck her. She realized that the non patient end needle was remained in the pen. She was able to remove the needle and disposed in the sharp container.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the pen ndl 32g 4mm 90 CT mail order only experienced cannula breakage, and an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320883, batch no. 7151708. Consumer reported when she was trying to get her 22 units of insulin only 5 unit came. She had to use a new pen needle for the rest of the 17 units. Sample discarded. Occurence-1; incident date-unknown. Consumer reported after she threw the pen needle she went to wipe off her insulin pen from an alcohol swab, needle sticked her. She realized that the non patient end needle was remained in the pen. She was able to remove the needle and disposed in the sharp container.